Event description:
The peritoneal dialysis (pd) patient reported to fresenius that they were diagnosed with peritonitis. The patient was initially seen at one hospital for stomach issues. The patient underwent a colonoscopy and upper gastrointestinal (gi) study. While at that hospital, they were diagnosed with peritonitis. The patient went to another hospital to be treated for the peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was experiencing abdominal pain on (B)(6) 2025. The patient went to the emergency room (ER). The patient was admitted to the hospital with a diagnosis of peritonitis. The patient¿s pd cultures were positive for escherichia coli. The patient was prescribed intraperitoneal (ip) antibiotics with ceftazidime 2g daily which was completed on (B)(6) 2025. The patient was discharged on (B)(6) 2025. The patient will have another set of cultures and cell count drawn the week on (B)(6). The cause of the peritonitis was not confirmed. The patient had a recent hospitalization in which a colonoscopy and endoscopy were performed (discharge date on (B)(6) 2025). Additionally, the patient stated there was contamination by the nurse during that hospitalization. The patient is continuing pd therapy utilizing the liberty select cycler.

Manufacturer narrative:
Clinical review: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler and the patient event of peritonitis. However, there is no documentation of a causal relationship between the liberty select cycler and the peritonitis. Additionally, there is no allegation of a liberty select cycler malfunction or deficiency, or cycler set defect reported for the event. The reported cause of the peritonitis event as was not confirmed, however; it was suspected that it could have occurred during an endoscopy and colonoscopy procedure or contamination from the nursing staff during the patient¿s hospitalization.¿ e. Coli is a normal flora of the gastrointestinal tract which may colonize in the aerodigestive tract and genitourinary tract. Peritonitis with this organism most likely results from touch contamination but sometimes from an exit-site or tunnel infection or from an intra-abdominal source¿. Additionally, ¿endoscopic procedures play a critical role in the diagnosis and treatment of gastrointestinal (gi) diseases. Such procedures can increase the risk of peritonitis in pd patients by inflation and irritation of the bowel wall, leading to the translocation of microbes across the gut wall to other sites such as the peritoneum and the blood stream¿. Based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty select cycler can be excluded as the cause of the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Correction: d5 (operator of device).

Event description:
The peritoneal dialysis (pd) patient reported to fresenius that they were diagnosed with peritonitis. The patient was initially seen at one hospital for stomach issues. The patient underwent a colonoscopy and upper gastrointestinal (gi) study. While at that hospital, they were diagnosed with peritonitis. The patient went to another hospital to be treated for the peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was experiencing abdominal pain on (B)(6) 2025. The patient went to the emergency room (ER). The patient was admitted to the hospital with a diagnosis of peritonitis. The patient¿s pd cultures were positive for escherichia coli. The patient was prescribed intraperitoneal (ip) antibiotics with ceftazidime 2g daily which was completed on (B)(6) 2025. The patient was discharged on (B)(6) 2025. The patient will have another set of cultures and cell count drawn the week of (B)(6). The cause of the peritonitis was not confirmed. The patient had a recent hospitalization in which a colonoscopy and endoscopy were performed (discharge date (B)(6) 2025). Additionally, the patient stated there was contamination by the nurse during that hospitalization. The patient is continuing pd therapy utilizing the liberty select cycler.

Event description:
The peritoneal dialysis (pd) patient reported to fresenius that they were diagnosed with peritonitis. The patient was initially was seen at one hospital for stomach issues. The patient underwent a colonoscopy and upper gastrointestinal (gi) study. While at that hospital, they were diagnosed with peritonitis. The patient went to another hospital to be treated for the peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was experiencing abdominal pain on (B)(6) 2025. The patient went to the emergency room (ER). The patient was admitted to the hospital with a diagnosis of peritonitis. The patient¿s pd cultures were positive for escherichia coli. The patient was prescribed intraperitoneal (ip) antibiotics with ceftazidime 2g daily which was completed on (B)(6) 2025. The patient was discharged on (B)(6) 2025. The patient will have another set of cultures and cell count drawn the week of (B)(6). The cause of the peritonitis was not confirmed. The patient had a recent hospitalization in which a colonoscopy and endoscopy were performed (discharge date on (B)(6) 2025). Additionally, the patient stated there was contamination by the nurse during that hospitalization. The patient is continuing pd therapy utilizing the liberty select cycler.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.